Event description:
The customer contacted stryker to report their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation however through over the phone interview the customer performed a system check. The system passed all testing done by the customer. The cause of the reported issue could not be determined.